Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by manufacturer: a visual examination of the returned device found that at 54.5cm distal from the strain relief, the sheath was worn and torn. The damage present is indicative of overtightening of a hemostasis valve. No coil damage was present; however, while advancing and retracting the advancer knob, there was great resistance noted preventing burr movement. The damage present directly impacts rotational output. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that device stalled. A 1.50mm rotapro was selected for use in an atherectomy procedure. A draw test had been successfully performed however, the device stalled during the procedure, fortunately outside the lesion. After the stall, the burr was removed and the draw test repeated to confirm proper setup. The saline drip was functioning correctly, but the device remained stalled. The procedure was completed with another 1.50mm rotapro device. No patient complications were reported. However, device analysis revealed that the sheath torn.